Event description:
On (B)(6) 2024, a patient underwent a dialysis catheter because of chronic renal failure, need to establish long term hemodialysis access. The dialysis catheter for the patient to do the right jugular vein cannulation. After placement of the patient's dialysis catheter flow is poor, and since then repeated similar situations, after many adjustments to the pipe, thrombolysis and other operations can be improved. On (B)(6) 2025, the patient's catheter was blocked again, after urokinase pumped into the thrombolytic treatment improved, but the flow remained suboptimal. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample has not been returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample has not been returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter because of chronic renal failure, the catheter was allegedly found to have blockage. It was further reported that catheter was allegedly noted to have aspiration. Reportedly, the catheter flow is poor/ suboptimal. There was no reported patient injury.